Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic because their device was pacing more than usual. Upon interrogation, it was discovered that their right ventricular (rv) lead was unable to measure r waves at the lowest sensitivity. Furthermore, it was noted that there were multiple episodes of rv lead noise with a noise reversion alert and pacing impedance had been increasing. Programming changes were made to address these issues. There were no patient consequences.